Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation revision with two 300cc mentor siltex round moderate profile memorygel breast implants experienced bilateral rupture post procedure. An ultrasound performed on (B)(6) 2019 indicated possible bilateral rupture. On (B)(6) 2019, the bilateral rupture was confirmed by a physician. Patient also reported pain near her underarm lymph node. As a result, the patient underwent bilateral removal and replacement with two mentor gel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-17403 for contralateral prosthesis report.